Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on(B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per op notes, ¿two hernial defects identified. The one was from the umbilical area where she had tubal ligation. Another one was repaired area previously. Both were connected. Seprafilm was placed on the top of that to prevent adhesion. A ventralex st mesh was placed under the fascia and sutured with overlying fascia.¿(B)(6) 2019 ¿ patient had intestinal obstruction and was diagnosed with adhesion thereby underwent open repair with the lysis of adhesion. Per op notes, ¿there were adhesions galore to the mid abdomen extended superiorly to involve the falciform ligament to the right upper quadrant area. The adhesions to the right upper quadrant involved transverse colon and mesh. Three loops of small intestine were tightly adhered were released.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be the best estimate.updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.